Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00398 thru 3012447612-2018-00400 and 3012447612-2018-00407.

Event description:
It was reported that the tips of two plug drivers twisted and the two mating plugs became stripped during surgery. The plugs would not accept new drivers, so they were unable to be final tightened and remain implanted. There have not been any reported patient impacts. This is report three of four for this event.

Manufacturer narrative:
Additional information: method, results, and conclusions - the product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The lot number was not provided, so the manufacturing records could not be reviewed.

Event description:
It was reported that the tips of two plug drivers twisted and the two mating plugs became stripped during surgery. The plugs would not accept new drivers, so they were unable to be final tightened and remain implanted. There have not been any reported patient impacts. This is report three of four for this event.